Manufacturer narrative:
An MDR and mir are indicated for this complaint. A patient experienced a poly inlay expulsion that lead to a revision surgery. Complications arose during the removal surgery and the patient had lasting health impacts including pain, trouble walking, and depression. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the complaint investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefit outweighs the risk. A device evaluation could not be completed as the implant was not returned following the removal surgery. The removal was completed due to poly inlay expulsion, the reason for the inlay expulsion is unknown. This submission is 2 of 3 devices involved in this event.

Event description:
A 31 year old, male, patient began having lumbosciatica in 2011. The patient was implanted with a prodisc l implant on (B)(6) 2013 at l5-s1. Patient returned to work in q1 of 2015. In the beginning of 2017, the patient began to have ongoing pain. The patient saw their surgeon on (B)(6) 2017 and had films taken of their pdl device. The surgeon reviewed the films and told the patient that the device was fine and not causing the pain. Patient underwent a guided radio infiltration of the posterior joint at l5-s1on (B)(6) 2017 and a rhizolysis is performed on (B)(6) 2018. The patient continued to have pain that was impacting his daily life. On (B)(6) 2018, the films were reviewed again and upon the second review it was found that the poly inlay had expulsed from the implant. This lead to the surgeon removing the prodisc l device on (B)(6) 2018. The procedure is complicated by a wound of the left iliac vein requiring a 20-minute iliac clamping and surgical suture. The patient then presents hemorrhagic shock with blood loss estimated at 5 liters. A transfusion is performed. The patient is placed under surveillance in intensive care and post-operative resuscitation. The evolution is quickly favorable. Extubation and oxygen withdrawal are performed a few hours after the patient arrives. The aftermath of the operation are marked by the persistence of low back pain requiring specialized pain management. On (B)(6) 2020, a medical report reported severe chronic pain with recrudescences on mobilization, permanent lumbar pain when the patient is standing, lying or lying down, and associated depressive syndrome. The patient is put on morphine. On (B)(6) 2020, a CT scan and MRI of the lumbar spine revealed an overlying l4-l5 disc disease and a posterior l4-l5 disc overhang. At the time of the assessment, the patient has lumbar pain regardless of position, painful extension and lateral inclinations of the lumbar spine, 200 mete a walking perimeter, as well as anejaculation and azoospermia.